Event description:
The device was returned for touchscreen functionality issues. During investigation, it was confirmed that the touchscreen is unresponsive. The device was opened to inspect for damage and connection integrity. The cable that provides the lcd with touchscreen functionality was found loose in it's connector on the main pcba and the connector latch was not secured. This connection was reseated and touchscreen functionality was restored. After device had started up and touchscreen functionality was confirmed to be working, a red pump problem alarm occurred. Log files were reviewed and found that valve 2 was experiencing a valve leak failure. Tests were performed on the pneumatic system in order to confirm the valve 2 leak failure. During this time it was discovered that the two larger o-rings were not installed on the housing for the compressor. These o-rings were installed during investigation. Valve 2 will be replaced during repair before the device is sent to the test line.

Event description:
The following has been reported: biomed reported: unresponsive touchscreen. No patient harm/infusion stoppage reported. A preliminary review identified the following issue: mechanical hardware failure (screen, no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.